Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: 1. Please provide a description of the event, symptoms, and manifestation of the reaction. Patient reached out to clinic 2/3 weeks post op regarding the skin allergy. 2. Were any other prescription medications prescribed? Topical steroid was used before moving to oral steroid when topical steroid was insufficient to treat the allergy. 3. Was any surgical intervention performed? No. 4. Were any cultures taken? Results? Unknown. 5. Please describe how the adhesive was applied. Unknown. 6. How was the wound cleaned and dried prior to dermabond application? Unknown. 7. What prep was used prior to, during or after adhesive use? Unknown. 8. Was a dressing placed over the incision? If so, what type of cover dressing was used? Unknown. 9. Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Unknown. 10. Is the patient hypersensitive to pressure sensitive adhesives? Unknown. 11. Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unknown. 12. Patient demographics: initials / ID, gender, age or date of birth, bmi? Female, late 50s. 13. Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Unknown. 14. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. 15. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. 16. Current patient status? Unknown. 17. Name of surgeon? Dr (B)(6). 18. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Believes cyanoacrylate caused the skin allergy. 19. Is product available to return for analysis? No.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what are the account name and number? Agasthian thoracic surgery ¿ what is the procedure name? Vats lobectomy ¿ what is the procedure date (dd/mm/yyyy)? No information available ¿ what date did the reaction occur on (dd/mm/yyyy)? 1 week post op surgery ¿ was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Topical steroid cream was given but was not effective. Hence, patient was given oral steroid ¿ if medication was required, please clarify if its prescription strength. No information available ¿ can you identify the lot number of the product that was used? No information available as it was hospital stock ¿ what is the most current patient status? Still on medication ¿ was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No information available ¿ please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu) on dd mmm yyyy: dr agasthian attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide a description of the event, symptoms, and manifestation of the reaction. Were any other prescription medications prescribed? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how the adhesive was applied. How was the wound cleaned and dried prior to dermabond application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing was used? Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth, bmi? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient status? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis?

Event description:
It was reported that a patient underwent a vats lobectomy on an unknown date and a topical skin adhesive was used. One week post-op, the patient developed an allergic reaction to the adhesive. Rashes were seen at incision site where the skin adhesive was used. A topical steroid cream was given but was not effective. Therefore, patient was given oral steroid. The current condition of the patient was reported as still on medication. Additional information was requested. ,